Manufacturer narrative:
Additional information: g3, h3, h6. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the needle broke inside the device ar-12990 (lot: 15202060). Per complaint reporter there was no harm for patient, operator or third party. No further information received.